Manufacturer narrative:
(B)(4). Investigation pending completion of device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced increased pain. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump outlet and inlet valves required an pull open current that exceed the specification.